Event description:
It was reported that during a lap appendectomy procedure, the surgeon was firing over the appendix and there was bleeding in the middle of the staple line. Some malformed staples were found. Sutures were used to control the bleeding. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.